Event description:
Information contained in a legal file indicates that a patient experienced a thrombotic event after having coronary artery stents implanted. The patient had cypher stents implanted in the left anterior descending and right coronary arteries for unknown reasons in 2003. The patient was prescribed plavix for three months. In 2007, the patient experienced stent thrombosis. No other information is available at this time.

Manufacturer narrative:
The sterile lot numbers for the stents are not known therefore a device history report could not be performed. Thrombotic event are a known potential adverse event associated with implanting coronary artery stents. Without more pertinent information, it is not possible to determine what factors may have contributed to this event.